Event description:
It was reported to boston scientific corp that an interject injection therapy needle catheter device was used during a colonoscopy procedure on (B)(6), 2009 (B)(4). According to the complainant, add'l f/u received (B)(6), 2009 revealed the needle failed to retract back into the sheath. The needle was not tested prior to use nor was any damage noted to the device. The procedure was completed with another inerject injection therapy needle catheter device. There were no pt complications reported as a result of this event. The pt's condition as the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The lot number of the suspected device was not provided by the customer. Therefore, the device manufacture and expiration dates are unk. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined. (B)(4).